Event description:
It was reported that stimulation was not able to be adjusted. The reporter stated that the display was showing the "call your doctor icon". It was noted that this occurred on the day of implant after the patient went home. It was reported that during the implant all impedances were within the normal range. The reporter stated that the device was programmed and the patient was educated about the patient programmer prior to the implant. It was reported that the device had not been checked after the implant procedure. The next day, it was reported that there was a por (power on reset) error. The reporter stated that it had been resolved. It was reported that a diagnostic was performed and the device was reprogrammed. It was noted that the patient "was doing great". A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).